Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with sacral colpopexy, paravaginal repair, posterior repair and extensive enterolysis.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat cystocele, enterocele, mixed incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2013. No additional information was provided.

Event description:
Gynecological procedure on (B)(6) 2003 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced. Incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/16/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and urethroscopy. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 by dr. (B)(6).